Manufacturer narrative:
(Initial reported address): (B)(6). (Device codes): the problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed. As received, the working channel sleeve protruded (wcs). Maximum protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the spyscope ds was inserted into the bile duct for observation, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the spyscope ds was inserted into the bile duct for observation, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.